Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma (late onset) and capsular contracture unknown baker grade. The event s of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced ¿inflammation (increased volume)¿, ¿nodule compatible with fibroadenoma¿ and ¿thickening periprosthetic capsule" as well as seroma. The device has been explanted.